Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted with resetting the pump; however, the customer's contact became frustrated and disconnected the call, noting the charging cable for the pump was unavailable. No additional information was received regarding the outcome of the event.